Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and visibility/palpability.

Event description:
The patient reported "left breast is smaller than right, and the left side might be ruptured" and that the left side "shape and form has changed." The patient also reported that the right side is "saggy and droopy." The device has been explanted and replaced.